Manufacturer narrative:
The batch history record for the device was reviewed. The batch met all release criteria. This is the only complaint reported for this batch number. The complaint sample has been returned for eval. The investigation and eval is currently underway.

Manufacturer narrative:
The material and components used in this device were determined to be consistent with all materials used in the manufacture of all uhp7584 products. Review of the manufacturing records for this lot 10000529 revealed no anomalies during manufacture. Manufacturing controls are in place to ensure that balloon is manufactured to specification product is 100% visually inspected for defects. The integrity of the balloon is inspected prior to release, by way of a leak test for each unit in the batch, incorporating inflation up to rated burst pressure. It was noted that the product was returned in 5 separate parts: manifold, inner, outer with partial balloon, remainder of balloon and one marker-band. The outer and balloon portion had traces of blood present. The outer tubing had thinned in a section close to the proximal bond - consistent with a difficult removal. The inner was broken away at the distal tip in the balloon. The separation of the balloon indicates a ruptures (as reported). There were no indications of malfunction on the returned catheter. There were puncture marks on the separate balloon section indicating the use of the snare to ensure removal at the same time as the catheter, snare and sheath were removed. IFU was reviewed and no updates required as a result of this complaint. Device history records meet requirements and do not indicate any issues with the catheter that could have contributed to this complaint. It was noted that the catheter was inflated to 24 - 30 atm, the rated burst pressure for this product is 24 atm as detailed on the product label which has been concluded as the root cause of the issue.

Event description:
A radial balloon burst on a pta catheter. Vasculature was not considered to be tortuous, access was by a native fistula. This upper arm lesion was estimated to be 4mm to 5mm in diameter and very resistant. This lesion was treated with a 8mm pta balloon catheter. The device was inflated to between 24 and 30 atm (device rbp 24atm). The balloon ruptured after 4th inflation. Post removal, it was noted that the rupture appeared to be at point of lesion. The material remained on the catheter body initially but could not be removed through the sheath. The physician cut the inflation hub off of the catheter, removed the outer catheter shaft with the proximal portion of the balloon. The distal portion of balloon remained in the pt, snagged in the tip of the sheath. A snare was used to engage the catheter tip. The sheath, snare and catheter tip with balloon attached were then removed together.

Event description:
A radial balloon burst on a pta catheter. Vasculature was not considered to be tortuous, access was by a native fistula. This upper arm lesion was estimated to be 4mm to 5mm in diameter and very resistant. This lesion was treated with a 8mm pta balloon catheter. The device was inflated to between 24 and 30 atm (device rbp 24atm). The balloon ruptured after 4th inflation. Post removal, it was noted that the rupture appeared to be at point of lesion. The material remained on the catheter body initially but could not be removed through the sheath. The physician cut the inflation hub off of the catheter, removed the outer catheter shaft with the proximal portion of the balloon. The distal portion of balloon remained in the pt, snagged in the tip of the sheath. A snare was used to engage the catheter tip. The sheath, snare and catheter tip with balloon attached were then removed together.